Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot and there is no adverse trend for the product. Testing of a serum based panel sample, which mimics a patient sample, using in-house retained kits was performed and all acceptance specifications were met. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues or a malfunction were identified during this investigation. The elevated result generated was for a discrete patient sample and retest of the same sample on both the same instrument and an alternate architect instrument using the same reagent gave the expected low results which indicated sample integrity could have caused or contributed to the issue. The architect afp reagent package insert includes instructions and recommendations for obtaining the expected results. It also includes trouble shooting to prevent and correct such issues with discrepant results.

Event description:
The customer stated that one patient sample (sid: (B)(6)) generated discrepant results for the architect afp assay. An initial result of 532.07 ng/ml was suspected and the test was repeated with the following results: 8.53, 870, 8.33 and 8.27 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.